Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The photo shows a leaking epidural catheter. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: analgesia had to be suspended at night due to a leak approximately 10-12cm from the tip of the catheter. The acute pain nurse reports that it appears to be a hole in the catheter , which was not visible at the time of installation, but at the time of administration approximately a couple of cm from the insertion site. The catheter was removed. There was no reported patient harm or consequence.

Event description:
It was reported that: analgesia had to be suspended at night due to a leak approximately 10-12cm from the tip of the catheter. The acute pain nurse reports that it appears to be a hole in the catheter , which was not visible at the time of installation, but at the time of administration approximately a couple of cm from the insertion site. The catheter was removed. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).